Event description:
Customer reported t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support notified customer that pump was out of warranty and advised customer to call back on monday to discuss renewal for a new pump.